Event description:
It was reported the device synchronized cardioversion was unable to discharge. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Remote support from the customer care solution center was received, during which the customer performed self-checking resolving the reported issue. No details were known as to what part of the self-check resolved the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the root cause of the reported problem could not be determined as after performing a self-check the device was returned to normal use. The reported problem was confirmed by the customer. After performing self-checking, the device was returned to full functionality. The investigation concludes that no further action is required at this time. H3 other text : remote support from the customer care solution center was received.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device's synchronized cardioversion was unable to discharge. There was no patient involvement. This report has been updated from a serious injury to a product problem.